Event description:
During evaluation of a returned spectrum infusion pump, 178 occurrences of "downstream occlusion" alarm were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The force sensor assembly, force sensor gasket, force sensor pusher, and downstream tubing guide were replaced.